Manufacturer narrative:
The scope mount was found to be damaged (cracked) and corroded, and it was assumed that the scope mount was not working properly, resulting in the generation of abnormal noise. A definitive root cause of the reported phenomenon cannot be conclusively identified. A device history review (DHR) was completed, and no issues were identified. DHR review found no deviations or nonconformities in the process that could have caused the phenomenon this issue is addressed in the instructions for use (IFU): the following description is found in the instruction manual "preparation and inspection of mela head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the subject camera head had an abnormal noise of coupler operation. There was no patient involvement.